Manufacturer narrative:
The device was received not deployed. The download data shows the device completed 38 first prime pulses and was then deactivated shortly after the completion of second prime at 49 pulses. Rotational sensor errors present in the data caused first prime to end prematurely and resulted in the completion of second prime without the needle mechanism deploying. The rotational sensor errors also generated a 0x41 alarm during operation. The device was successfully paired with a pdm, completed priming, and attempted to deliver a 5u bolus. The rerun replicated rotational sensor errors and generated a 0x42 alarm during the bolus attempt. Inspection of the commutator cap found evidence of contamination. This contamination contributed to the abnormal rotational sensor data that prevented the pod from deploying as intended and generated the 0x41 alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.